Manufacturer narrative:
Incident one. A review of the device history record (DHR) and quality nonconformance (qnc) databases identified no abnormalities. The current manufacturing process was also evaluated, and no issues were reported during production of this product. The investigation relied on the information supplied by the customer, which included a single photograph sufficient to support the assessment. A review of internal processes did not identify any manufacturing-related root cause or potential sources of lint generation. Supplier specifications were also reviewed and confirm that the material may contain a natural level of lint inherent to its composition, which is acceptable within defined limits. No changes in raw materials have been reported by suppliers that would contribute to increased lint. Per specification, some lint presence is expected and allowable. Visual inspection is performed per the control plan (huck towel machine process control plan). Any foreign material identified during inspection is rejected per procedure. Manufacturing personnel were notified of the incident to reinforce awareness and emphasize the importance of preventing defective material from reaching finished goods. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has.

Manufacturer narrative:
Incident one the product involved in this complaint is reported to be available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
The sterilization process appears to have activated adhesive and fiber fragments originating from the halyard absorbent tray liner. Adhesive and fibers were found on surgical instruments. No injury was reported. Two procedures (coronary artery bypass graft and spine) were canceled as result of discovery.